Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024,explanted: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2024, explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient experienced discomfort/soreness/pinching and new urinary/bowel symptoms (not baseline). The new urinary/bowel symptom was constipation. The patient also reported that the bandages came loose and wires came loose. It was unknown if the issue was resolved. Additional information was received from the patient on (B)(6) 2024. The patient stated that they had been constipated.